Event description:
During the leadless pacemaker (lp) system implant procedure, the lp was fixated, however poor current of injury and decreased pacing impedance were observed. Due to instability and anatomy the lp was explanted. The patient was in stable condition.